Event description:
It was reported that the right ventricular (rv) lead had triggered lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). The lead was exhibiting oversensing and noise which was inhibiting pacing on the pacer dependent patient with a ventricular escape of 20 beats per minute. The lead also exhibited high rv threshold and was suspected to have low voltage fracture. It was noted that the patient had a tricuspid valve implanted that probably damaged the rv lead. The patient hadexperienced palpitations, dizziness and bradycardia. And was hospitalized. And reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpa2d1 ICD - implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.